Manufacturer narrative:
(B)(4). Bd received 100 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for improper cap placement with the incident lot was observed. It was found that 1 cap out of the 100 was damaged and had been placed on the tube in the upside down position. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer barricor lh plasma blood collection tubes had a missing component of product. The following information was provided by the initial reporter: "the customer stated ¿in 1 tray of 100, 1 tube does not have a cap.¿"